Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of the 300 mg/dl to 400 mg/dl and 399 mg/dl. Customer treated high blood glucose with the manual injection and van not do troubleshooting as the wife is on phone. The device is not expected to be returned for analysis.